Event description:
Same case as: 2134265-2014-04390, 2134265-2014-04491 and 2134265-2014-04490. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the unspecified lesion. During preparation, the customer was able to see image of the intended lesion through intravascular ultrasound. However, automatic pullback attempted but failed to start. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).